Event description:
The facility clinical coordinator contacted baxter product surveillance to report the patient having multiple incidences of patient reactions with baxter dialyzers over the past few months. She stated that the patient symptoms included: light headedness, nausea, shortness of breath (sob) and coughing up frothy emesis. This occurred 7 times with the same patient: in (B)(6) 2011. She stated that there was an air in blood alarm on the gambro machine and that she has already talked with gambro about the alarm on the machine. She stated that the patient had the symptoms in (B)(6) right after the air in blood alarm on the machine and they were not sure if the symptoms were related to the dialyzer at the time. She stated that in (B)(6), two of their gambro machines had air alarm problems, but she was not sure if the patient had been on either of these 2 machines back in (B)(6). She stated that the patient had 3 incidences in the month of (B)(6) after the machines were fixed. Additionally, the patient had the symptoms on (B)(6) 2011. The bloodlines used were from gambro, the machine was gambro, and the fistula needle is from (B)(4). The symptoms occurred at the onset of treatment. There was no hospitalization required. The patient was given oxygen, ultrafiltration was decreased, blood flow rate was decreased and the patient recovered within 10 minutes. On (B)(6) 2011, the patient was dialyzed on a CT 190 without experiencing any signs or symptoms of reaction.

Manufacturer narrative:
(B)(4). The sample has been discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information be received a follow-up will be submitted. This is report two of seven.

Manufacturer narrative:
(B)(4). Clarification of information: the hemodialysis machine was a gambro device. Gambro evaluated the device and no issues were noted. The water purification system is evaluated every 4 weeks. No issues have been noted. The patient reaction was noted 10 minutes after onset of therapy; the device alarmed air in blood alarm, then the patient experienced symptoms of lightheadedness and shortness of breath. A saline bolus was administered. The patient completed therapy with the same dialyzer without difficulty. This is a single use dialyzer. Sagent heparin 3000 u bolus with 1500u hourly was administered. The patient received midodrine during therapy. The patient has used this dialyzer since (B)(6) 2011. Previously the patient used a ct190 dialyzer.

Manufacturer narrative:
(B)(4). There was no sample for evaluation. Therefore the complaint could not be confirmed. The manufacturer, nipro, performed a batch review and retention sample review. Results indicate: the manufacturing records, process inspection records and release inspection records of the lots concerned were reviewed and no abnormality was found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause is undetermined.